Event description:
Customer was hospitalized for hyperglycemia. The family member believes the cause of the event was due to the pump. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the bolus test. The contact was advised to call back when clamp arrives to do further troubleshooting. No further details.